Event description:
Customer sent repair request for image defect. There is no patient involvement on this event. Device return inspection found image disappears at angle. This report is being submitted for image disappears at angle.

Manufacturer narrative:
Device was received and evaluated. Device inspection found the image disappeared during angulation operation. The root cause of the suggested event could not be conclusively identify. Based on the results of the investigation, it is presume from the suggested event that the defect of image sensor unit or failure of internal board of video connector and/or the system caused the event. A review of the device history record found the subject device was shipped in accordance with specifications. Olympus will continue to monitor complaints for this device.